Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a cuff inflation/deflation failure resulted for the patient to quickly began desaturation into 60's and then the patient was required to be reintubated.